Event description:
It was reported that the patient thought his battery died. The patient had charged all night and then in the morning rechecked his stimulator to find out it was not charging. The patient had a return of symptoms. The patient had a follow up appointment for the (B)(6) 2014. The cause of the event was unknown. Multiple readings while doing electrode impedances suggested an open circuit. The patient had not charged regularly, however, in the clinic, the patient recharged fine without a power on reset or any other issue. The patient had increased parkinsonism. The patient would be reassessed in 2 weeks for effect as well as to assess the possible open circuit. The patient was not hospitalized and recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v001104, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).